Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent explantation occurred. The lesion was located at the bifurcation of the left anterior descending (lad) and the ostial 2nd diagonal (dx). The 2nd dx was pre-dilated with a 2.0x15mm balloon, unknown type. The physician then implanted a taxus liberte' 2.5x12mm drug eluting stent to the 90% stenosed lesion located in the ostial 2nd dx. The physician then attempted to place a 3.5x12mm non bsc stent to the 50% stenosed lesion located in the left anterior descending (lad) artery, but was unable to cross the lesion. Upon removal of the stent delivery system (sds), both the taxus liberte' and the non bsc stent were pulled back into the guide catheter. The procedure was completed using a 2.5x12mm and a 3.5x12mm stent, both non bsc. No patient injuries or complications were reported. Patient status post procedure is noted as stable.

Manufacturer narrative:
Initial examination of the returned device revealed that the stent was not returned with the device. Solidified contrast media was present inside the inflation lumen of the device. Visual examination of the balloon, revealed that the balloon had been subjected to positive pressure. A review of the shop floor paperwork found that the device met its material, assembly and product specifications at the time of release to distribution. Taking into consideration the type of damage analyzed and the results of the thorough investigation completed, handling damage would be the most probable root cause.bsc ID# a00084331/tw#558364